Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor will be performed as soon as the device becomes available. Medical evaluation: orthofix promptly contacted the surgeon involved in order to collect as much info and details on the event occurred. As soon as the product is returned and the technical investigation is completed, the medical evaluation will be finalized according to orthofix standard practice and procedure. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The info provided by the surgeon indicates: a (B)(6) male pt with complex radial fracture mason type IV, christa supinatoria lesion, lucl instability left elbow. The device broke during surgery: intraoperatively, during connection of the humeral rod to a new galaxy central unit, the humeral clamp bracket broke. No adverse effects to pt. The surgical procedure was 40 minutes longer and was concluded using a pennig elbow unit. The pt developed fever and inflammation, not related to the surgery nor to the surgery time prolongation. The treatment is still on going and currently the pt is in good health condition. (B)(4).